Manufacturer narrative:
The customer reported unexpected low inratio inr results during testing; however, a comparative result was not provided. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. Manufacturing batch records for the lot were reviewed; the lot met release specifications. Unable to determine a root cause from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Unexpected low inratio results were reported; results were below the patient's therapeutic range. The results were as follows: inratio results: 2.3, 2.4. Therapeutic range: 3 to 4. Previous results were provided by the distributor: (B)(6).